Event description:
Customer claims that the 5 in 1 connector for the oasis 3600-100 is either defective or incorrect component. Hospital staff questioned whether we include a ng tube adapter in our kits? Ssu response was that it was not a component of our drains. Hospital stated that our 5in1 connector was not used but a ng tube used instead and needed confirmation to determine if the issue was a practice issue rather than a supply one? Patient taken back and forth to or because they needed chest tube, when issue was discovered, no hurt or death caused.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Corrected information: section h6 - medical device - problem code. Investigation summary: this complaint reports that the hospital received an oasis drain (p/n 3600-10, l/n unknown) which had a part the user did not recognize. They described it as an ng (nasogastric) tube connector. No pictures or lot number were provided. The drain is not available for return. It is believed that the part being referred to was the 5-in-1 barbed connector. When asked for further information, the complainant confirmed that there was no issue with the device and the misidentified part was caused by lack of training of the nurses using the drain. With the additional information provided by the user, there is no allegation of a device nonconformance. The IFU provides adequate instructions for the setup and use of the device. There is no indication that this complaint is related to the IFU. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found no similar complaints. A recurring lot number report could not be completed because no lot number was provided. A review of crs/capas found none related to this complaint. Neither this complaint nor a device nonconformance can be confirmed. Based on the information provided by the complainant, this complaint occurred due to inadequate training of the user. The root-cause of this complaint is user error.